Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that they got a battery out limit alarm. The customer stated that they had performed the troubleshooting for the blank display and customer was advised to insert new battery and display was not return. The insulin pump will not be returned for analysis.